Event description:
Additional information was received from the patient on (B)(6) 2016 stating that the loss of stimulation and aching/hurting lower back issues had not been resolved, and the patient was going to seek further assistance. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that stimulation sensation stopped. The loss of stimulation occurred on (B)(6) 2015. The patient was having trouble with her legs, like they were wanting to go out, and aching and hurting, including the lower back. The symptoms were gradual. The cause was unknown. There were no falls or traumas. The patient tried adjusting with the patient programmer (pp) but still did not feel stimulation. The patient confirmed seeing the green power lights for the implantable neurostimulator (ins) and pp on the pp. Stimulation was still not present, including after trying to increase it. The patient was going to follow up with the healthcare professional (hcp). Further follow-up is being conducted to determine what steps were or will be taken to resolve the issue and if the issue has been resolved. If additional information is received, a follow-up report will be sent.